Event description:
We have 10 units form the same lot nr. 406558. Client complaints the they had to press harder than usual and after 3 to 4 beeps the power cut out and they had to reactivate. This happened only with entceps lot: 406558, the same lot as we already had the same complaint for with regards to MFR report#: 1223422-2025-00001.

Manufacturer narrative:
At this time, microline surgical is awaiting the affected device back from our distributor in the uae, life medical equipment. Once the device is received, an investigation will be completed and a final adverse event report will be submitted.